Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements over the last six months. Oversensing of noise from the minute ventilation feature was also observed on the most recent episode. It was thought that the rate response trend (rrt) feature was programmed off. Boston scientific technical services (ts) was consulted and discussed that the rrt was not likely off and to consider programming it off. It was noted that the patient is zero percent paced in the atrium. Ts further discussed the option to monitor versus a revision procedure. The rrt was programmed off and the physician has opted to monitor the patient. At this time the crt-d and another manufacturer's ra lead remain in service and no adverse patient effects were reported.